Manufacturer narrative:
Event description update: additional information received indicates the reason for the replacement was patient outgrowth. There was no failure of the device. A review of the device history record and sterilization records showed that this valve met all manufacturing specification for product released to distribution. No issues were noted that would have impacted this event. No new information has been received.

Manufacturer narrative:
Device remains implanted as this was a valve-in-valve procedure. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 7 years 9 months post implant of this pulmonary valved conduit, the device was replaced valve-in-valve with a medtronic transcatheter pulmonary valve (tpv). The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicates the reason for the replacement was patient outgrowth. There was no failure of the device. The device is designed to be used for correction or reconstruction of right ventricular outflow tract (rvot) in patients aged less than 18 years with congenital heart malformations. In addition, the device is indicated for the replacement of previously implanted, but dysfunctional, pulmonary homografts or valved conduits. Due to the fact that a great proportion of congenital heart valve abnormalities present as emergent cases in neonates, infants and young children, the patient¿s physical growth is an unavoidable event; and eventually a reoperation and replacement of the conduit may be required.